Event description:
It was reported that during eluting stenting treatment procedure, difficulty advancing and retrieving the taxus express2 8.8% 3.50 x 12 mm drug eluting stent was encountered. The physician was unable to advance the stent into the lesion. He then had difficulties retrieving the stent back into the guide catheter. The physician used a 0.014 wire to snare the stent back to the sheath and then remove from the patient. No other complications or interventions were reported. The patient's condition was reported to be stable.